Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 357.5020. Technical support: display board: recommended re-seating the display board harness. If fault does not clear, issue is display board or logic board. Recommended sending in for repair if re-seating does not clear error code. Customer will send in for repair. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed an error code for a bcm interrupt error. There was no patient involvement.